Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The third impella cp was prepped and inserted but at this time the patient¿s blood pressure and preload were so low that when the cp was turned on there was no impella flow. Pulseless electrical activity was noted, and a brief round of cardiopulmonary resuscitation was performed but the patient expired. The implanting cardiologist reported that the impella did not cause/contributed to the patient's death. The abiomed medical safety office review stated there is not enough information to associate use of the device with the outcome.

Manufacturer narrative:
The investigation for the low pump flow has been completed. Data logs confirmed the low flow when pump started and remained to the rest of the case that triggered auto suction response and suction alarms. Product was not returned for review. Based on clinical description and data analysis, the root cause of low flow was most likely a low volume due to inadequate preload.